Event description:
Patient was re-admitted for cellulitis, after a total hip replacement on (B)(6) 2016. No additional information has been provided.

Manufacturer narrative:
The initial manufacturer's report indicated that the event date (form 3500a) was (B)(6) 2016. The initial surgery occurred on (B)(6) 2016. The patient was re-admitted for infection (subsequently diagnosed as cellulitis) on (B)(6) 2016. Zipline territory manager (B)(6) was notified of the adverse event on 05/05/2016. Additional attempts at obtaining more information from the physician via zipline territory manager (B)(6) and distributor rep (B)(6) resulted in the following information: the distributor representative notified mr. (B)(6) "that the patient had cellulitis, which the doctor said was probably not related to the zipline." The distributor representative indicated that the patient healed without further complications. The zipline device was not returned for investigation. Review of manufacturing, sterilization, and dose audit records did not indicate any issues that could be positively identified as the root cause of the patient's infection. The following corrections were performed under this follow-up report:: event date has been corrected to reflect the re-admittance date. Initial reporter were corrected to state that the physician was the initial reporter - dr. (B)(6) notified (B)(6) of the patient infection via e-mail on 05/05/2016. Date received by MFR was corrected to reflect that the complaint was received by the manufacturer on 05/05/2016.